Event description:
Device malfunction: peeled polymer coating. Onset of malfunction: during the procedure. Adverse event: foreign body, coronary artery bypass graft surgery. It was reported that the unstable pt presented for emergency treatment of the left anterior descending (lad) coronary artery. During the stenting procedure, after successful stent placement of a non-abbott device, strong resistance was felt while removing the whisper ms guide wire resulting in a piece of polymer coating left between the stent and the vessel. The pt was transferred to another hosp for bypass surgery. The polymer remains jailed between the stent and the vessel. The pt is now in good condition. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: in this case, the whisper ms was not returned for analysis, which may have aided in the investigation. However, based on the reported info, it appears that the whisper was jailed between the newly placed stent and the vessel wall. The product's instruction for use states: "consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is add'l risk that the secondary wire may become entrapped between the vessel wall and the stent". Having the guide wire jailed between the stent and vessel wall would cause difficulty and resistance removing as reported. Additionally, it was reported that strong resistance was felt while removing the guide wire, and as the guide wire continued to be pulled, a piece of polymer coating detached and remained jailed between the stent and vessel wall. It should be noted that the IFU also states: "do not push, auger, withdraw or torque a guide wire that meets resistance. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed". In this case, it appears that the pt was transferred to another hospital for bypass surgery as a result of the piece of polymer remained trapped in the vessel. A review of the finished product lot history record did not reveal any nonconformities for this report. Overall, the reported difficulties appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency.